Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A system check was performed and an air bubble was found within the infusion set cannula. An infusion set change was performed resolving the issue. Customer's blood glucose level was 160 mg/dl.